Manufacturer narrative:
One photo received by our quality team for investigation. Through visual inspection, information on the primary packaging on the product blister pack is blank. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with the printing sensor. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information received syringes that at the time of dispensing to the patient, the employee realizes that the secondary packaging does not have technical information, the packaging is blank.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ syringes with needle had secondary packaging with no label information on them. The following information was provided by the initial reporter, translated from spanish: "syringes that at the time of dispensing to the patient, the employee realizes that the secondary packaging does not have technical information, the packaging is blank."